Event description:
The hospital reported that a pt experienced a thermal injury following a polypectomy. The patient was admitted for observation. The patient was provided antibiotics and was advised to have a liquid diet for the next several days. There were no other probelems reported about the pt since then.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The distal end cover of the colonoscope was tested for electrical leakage. The insulation test on the distal end cover was found to be within specification. Therefore, olympus cannot caonclisvely determine the cause of the user's experience. This report is being filed as an MDR in a excessive of caution.